Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation or service at this time. An olympus endoscopy support specialist (ess) visited the site to assess the reprocessing practices at the user facility and provided training and education to the user facility staff on the following dates: january 30, 2015, january 31, 2015 and february 3, 2015. The ess noted reprocessing inconsistencies during the site visit. Olympus followed up with user facility to obtain additional information regarding the reported event by telephone and in writing but with no results.

Event description:
Olympus received a medwatch ((B)(4)) which reports that one of two patients underwent multiple endoscopic retrograde cholangiopancreatography (ercp) procedures using a duodenvideoscope and allegedly developed an intra-abdominal abscess and sepsis with carbapenem-resistant klebsiella (cre) and expired. In the same medwatch report, the user facility reported that after an epidemiologic and microbiologic investigation conducted by the user facility on all of the cre patients; the user facility reported a cluster of patients were identified with klebsiela pneumonia. The user facility reported that all eight of the patients had undergone ercp procedures with a duodenvideoscope approximately within a three month period.